Event description:
Kimberly-clark received a report from the (B)(6) stating that after the gastropexy the patient continued to experience pain but could not be sedated. The radiologist attempted to increase the local anaesthetic with a long green needle. Full insertion of the enteral feeding tube occurred before noticing that the possible cause of balloon failure was the use of the long green needle.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.